Event description:
It was reported patient had meningitis, possible pump pocket infection, and catheter infection. The patient was hospitalized. Patient experienced headache, fever, neck rigidity, and was on intravenous antibiotics. On (B)(6) 2010 lab work was done and resulted in (B)(6). The pump and catheter was explanted. The patient continued with intravenous antibiotics. The pump contained morphine with a concentration of 10.0 mg/ml at 0.500 mg/day. Patient issue resolved without sequelae. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. Follow up report will be sent when analysis is completed.